Event description:
The customer reported the system displayed several error code messages, one being a high current error message. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was reloaded and the nodes were flashed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.